Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving morphine with concentration 12000 mcg/ml at a dose rate of 6000 mcg/day via an implantable pump for spinal pain. It was reported that the patient experienced increased pain. The date of the event was unknown. On (B)(6) 2019 they attempted a catheter access port (cap) dye study. During the aspiration, the physician noted a few bubbles in the aspirate from the cap but was able to aspirate 3 ml of clear fluid. They were unable to visualized the catheter tip based on the fact the patient was having so much discomfort lying on the x-ray table. The cap procedure was discussed and/or if there was any finding with the catheter i.e hole or tear was reviewed. It was reported that the pump logs were negative for alarms and there has been no volume discrepancies at refills. It was unknown if the change in therapy/symptoms was sudden or gradual. The reason for the contact was regarding programming with the tablet. It was being considered that a bolus could be run longer over a longer duration if physician directed. No further patient complications have been reported as a result of this event.